Manufacturer narrative:
(B)(4). The customer reported the unit was having issues powering up. The unit was evaluated at philips, and the reported symptom was clarified as the device hanging. The processor pca was found to be defective. Philips replaced the processor pca which resolved the reported issue.

Event description:
The customer reported the unit was having issues powering up.